Event description:
It was reported the EKG (electrocardiogram) doesn't have a clear signal. Cables (5 lead) and patches were changed and still not a clear signal. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; programmer passed incoming functional test. Analysis found the left keyboard slide rail cover and power cord bay were broken. It was noted the keyboard screws were missing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.